Event description:
Olympus was informed that during an endoscopic sphincterotomy (est), a pt plate error was indicated and the psd-30 was not output. The est procedure was said to have been completed but the physician instead inserted ebd tube to the bile duct to complete the procedure. There was no pt harm reported. At a later date, the physician was said to have performed the procedure to another pt using same psd-30, the pt plate error was not indicated, and the procedure was completed without any problem.

Manufacturer narrative:
The referenced device was returned to the olympus for evaluation. The evaluation found that the psd-30 had no abnormality. Olympus has concluded that the reported event was related to the pt constitution. Olympus stated the possibility of the occurrence of a pt plate error depending on a pt constitution and the appropriate handling of the psd-30 when the psd-30 indicate the pt plate error in the instruction manual. The pt described in this MDR was same person described in the mdrs MFR report #8010047-2012-00323 and #8010047-2012-00327. This report is being submitted as a medical device report in an abundance of cautions.